Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product details. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that his blood glucose readings on the contour next one meter were 40 to 50 mg/dl higher compared to those obtained with the laboratory testing and hospital's meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.